Manufacturer narrative:
Device code- the implantable cardioverter defibrillator "went-off".

Event description:
New information received stated that the patient presented in clinic for follow up on (B)(6) 2018. At that time it was noted that patient's implantable cardioverter defibrillator was on recall and device replacement was recommended. It was also mentioned that the implantable cardioverter defibrillator "went-off" nine times about two years ago due to an unknown reason. It was noted that the patient had a vt ablation in 2016 and patient has not had any vt since that procedure. It was suspected that this event occurred before the ablation procedure and was cleared.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically. The patient was stable before, during, and after the procedure and will be followed normally.